Event description:
Technical services received a call on (B)(6) 2012 from sales rep. Rep calling to report a prdex. Mdt rv lead impedance 4 yrs ago was in the 300s. It has come down into the 260s today. Implant form states the lead was capped on (B)(6) 2012 due to repair/upgrade. The procedure took place at (B)(6) hospital. The physician was dr (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).